Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was no inflating as intended. The ipp was explanted, and the tubing was frayed and the outer layer was stripped. A new ipp was implanted, and there were no patient complications reported.